Event description:
The following was reported to davol by the pt's attorney: it was alleged that the pt was implanted with multiple mesh including a bard/davol flat mesh during a cystocele repair, hydrodistention of bladder, cytoscopy, and a monarch transobturator tape sling (nonbard) procedure on (B)(6) 2005. Attorney alleged that the pt has experienced significant pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures.

Manufacturer narrative:
Currently, it is unknown if the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have, contacted the initial reporter to request additional info and if available, to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted.